Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The hub, shaft and tip were microscopically examined. The device was broken/damaged 43.5cm to 46cm from the strain relief. The shaft was not completely separated the inner liner was still connected. The shaft was measured on a calibrated laser micrometer and is within specifications. The device was inserted into a 5fr introducer sheath and the device traveled through the sheath with no hesitations or restrictions. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-07215. It was reported that the outer sheath appeared to be detached. Two 150/20 renegade¿ hi-flo¿ were selected for use. During the procedure, upon insertion of the device inside the non bsc diagnostic catheter, it was noted that the catheter was difficult to advance and the outer sheath has been shredded. It appeared as if the external layer was separated or peeled off from the rest of the micro catheter. The devices were removed from the patient's body manually and the procedure was completed with a direxion microcatheter without any problem. There were no patient complications reported and the patient¿s condition was good.

Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID: 2134265-2017-07215. It was reported that the outer sheath appeared to be detached. Two 150/20 renegade¿ hi-flo¿ were selected for use. During the procedure, upon insertion of the device inside the non bsc diagnostic catheter, it was noted that the catheter was difficult to advance and the outer sheath has been shredded. It appeared as if the external layer was separated or peeled off from the rest of the micro catheter. The devices were removed from the patient's body manually and the procedure was completed with a direxion microcatheter without any problem. There were no patient complications reported and the patient¿s condition was good.